Event description:
Second revision surgery - due to the pt having a periprosthetic fracture. The surgeon replaced the stem, head and sleeve. Ref 1st revision (B)(4).

Manufacturer narrative:
The reason for this revision surgery was identified as a periprosthetic fracture after one day of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this product due to trauma. This is the (B)(4) complaint for this lot number. The root cause for the periprosthetic fracture could not be determined with confidence. The information reviewed showed that the parts met all design, material, and manufacturing specifications. There are no indications of a product or process issue affecting implant safety or effectiveness.